Event description:
A zoll distributor an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As rec'd, the trunk cable connector was cracked and there was an open black purse wire inside the trunk cable. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open pulse wire is excessive force place on the cable. No adverse event resulted from the open pulse wire.